Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to enter MRI mode. Diagnostics indicated one of the leads had contacts with high impedance. Surgical intervention was undertaken during which the lead was explanted and replaced. Therapy was restored.